Event description:
It was reported that the joystick on a powered wheelchair speed forward, scraping and cutting the user's leg against a wall. A nurse bandaged the user's leg. Should additional relevant information become available, a supplemental report will be submitted.